Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. During z-axis troubleshooting, it was found that the pin that holds the gear for the z-axis belt was loose. This caused the system to not move the belt normally. Re-positioned the pin and locked it into the correct place. A system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A medtronic representative reported that the imaging system¿s z-axis would not move correctly to the left after calibration. This issue occurred outside of surgery; no patient was present.